Event description:
The reporter stated that the syringe and luer were detaching from the tubing. This occurred a couple of times in a patient room and the patient bled out. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The sample has not been received from the customer. Smiths was unable to confirm the issue or determine a possible cause without product evaluation. A follow up MDR will be submitted should information become available that impacts this investigation. No additional action is necessary at this time.